Manufacturer narrative:
The customer called technical support to report that the screen was dim. The remote service engineer (rse) advised the customer to replace the user interface (ui) assembly to correct the reported issue and provided the customer with the part number of the replacement ui assembly for repair. Per good faith effort (gfe) response, the biomedical engineer (bme) checked all connections internally and confirmed the reported issue. The bme ultimately ordered the replacement ui assembly, and upon receiving the new part, the bme performed the replacement and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint by the customer on the v60 indicating that the screen was dim. There was no patient involvement at the time the issue was discovered as the issue occurred during setup. The customer called technical support to report that the screen was dim. The remote service engineer (rse) advised the customer to replace the user interface (ui) assembly to correct the reported issue and provided the customer with the part number of the replacement ui assembly for repair. The investigation is ongoing.